Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the caregiver. The patient was connected to the disposable set after pressing go to proceed with therapy. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is known. Since the lot number is known, a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) was connected at the time of the alarm, however, the care giver (cg) connected the patient after they pressed go to start the therapy. The technical service representative (tsr) explained the alarm and assisted with troubleshooting to clear alarms. The tsr advised them to discard supplies and to start over with new supplies. This writer contacted the care giver (cg) for a follow-up regarding reported problem. The cg stated that when they had this alarm they cycled the power, reused the same supplies and continued therapy on the hc. The cg stated that they did not start over with new supplies because they did not see anything wrong with it. They cg stated that they have not talked to the registered nurse (rn) regarding this alarm. The cg stated the patient is fine, because they are on antibiotics anyway because of an ear infection. The cg stated this should help any negative effects, if there is one. They cg stated they did not notice anything unusual with the supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.